Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
The manufacturers service engineer (fse) was unable to duplicate the reported problem. The unit was received with no battery. The fse installed a new battery and the unit passed all testing. (B)(4).

Event description:
The customer reported the ventilator is not working on battery power. The customer reported the unit was not in use on patient.

Event description:
The customer reported the ventilator is not working on battery power. The customer reported the unit was not in use on patient.